Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks. On (B)(6) 2022, the pediatric patient experienced a skin reaction with rash, redness, inflammation, infection and blisters under entire patch area. The patient consulted their diabetes doctor and a prescription of an oral antibiotic medication (heracillin) was made. The patient used over the counter 3m cavilon barrier cream as barrier product but it did not help minimize or prevent the skin reaction. At the time of the report the patient was still experiencing inflammation and redness on the sensor area. No additional patient or event information is available.